Event description:
It was reported that the extension lines are kinked. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two pictures and eighteen samples were received for evaluation. Visual and functional testing were performed. The photos were observed to have marks on the tube (with these photos the failure mode reported is confirmed). The physical samples had been decontaminated and were analyzed. The samples were observed with marks in the tubes (clamp mark). Therefore, the complaint is confirmed. During functional testing (trying to replicate the failure mode), the samples were tested using a syringe with colored water to detect any leak, occlusion, or any problem with the functionality of the product. No problems were found with the samples. However, when the clamp was deactivated, the tube was observed with a mark. The mark of the returned samples were compared with a retain sample that was set and extensioned (activation of the clamp), it was noticed that the mark was similar. According to the tests carried out, we can see that the mark originates when the clamp is activated. The root cause of the reported issue was found to be the clamp was closed or manipulated during manufacturing process and is the origin of the pinch marks found in the tube. Production personnel did not detect the damage of the unit. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04811. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other, other text: information was received indicating that the issue was found during set up.